Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. The device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, rupture and occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2022, the patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses (excluder device) and gore® dryseal flex introducer sheaths. The patient was reported to be scheduled for an upcoming malignant tumor resection (right nephrectomy and colon resection). Dsf1833 was inserted from each of the bilateral femoral arteries, and the excluder devices were implanted in sequence. Pcl201400j was implanted in the right common iliac artery, and when touch-up was performed, the right common iliac artery at distal side of plc201400j ruptured. For repair, balloon occlusion was performed in the plc201400j, and a stent graft (plc121400j) was additionally implanted over the right external iliac artery. Besides, the rupture site and right internal iliac artery were embolized with nbca, and hemostasis was confirmed. During the procedure, a non-gore stent graft (emdurant ii, medtronic) was also implanted, and before the implantation, the dsf1833 in the left femoral artery was temporarily removed. Endurant ii was inserted without sheath support and was difficult to insert due to the tortuous patient's vessel, but deployment was completed at the target site. The removed dsf1833 was then reinserted, and the procedure was continued. After all stent grafts were implanted, catheters were removed, and hemostasis was achieved. It was reported that a preclose technique of perclose proglide¿ was used for hemostasis. However, it was found that the left femoral artery pulse was not palpable. When the left femoral artery puncture site was opened, intimal detachment was found. Also, it was confirmed that the calcification near the hemostatic site of perclose was interfering each other with the intimal detachment, causing blood flow failure. Endarterectomy and re-suturing of the hemostatic site were performed, and the blood flow was improved. Reportedly, there was no problem with access blood flow when it was confirmed before the hemostasis. The physician reportedly stated: this evar was performed for an upcoming malignant tumor procedure, but it was a very severe case off-label, so it is not surprising that this event occurred. The intimal detachment probably occurred at the time of insertion of the endurant ii device since it met difficulty when being inserted at the tortuous vessel. The dsf1833 was inserted without resistance. The diameter of the left femoral artery was reported to be 6.5 cm.